Event description:
It was reported that the right atrial lead and right ventricular leads were capped and replaced on (B)(6) 2015. The reason for the lead replacement were not provided. The leads were originally implanted on (B)(6) 1998. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5172533. Pt code: 4580. Device code: 3190.